Event description:
Additional information from the hcp reports on 10/23/2005 the patient was "doing better today".

Event description:
Additional info from the hcp reports the day after the refill, the pt had additional symptoms of flaccidity of the legs and minimal responsiveness. The pump was cleared of drug and set to minimal rate. No catheter or dye studies were done. The pocket fluid was aspirated and sent for analysis. The hcp did not know the results. The pt was extubated the next day and is currently on oral baclofen and is awaiting a pump replacement.

Event description:
The hcp reported the pump was refilled with the expected reservoir of 2cc and the actual of 7cc. The hcp was able to refill the pump with 18ml as usual. The programming was not changed. The next day, the pt was admitted to the hosp comatose and was placed on a ventilator. The hcp attempted to empty the pump, and was only able to aspirate 1ml. The hcp aspirated more than 30ml from the pocket site. The family reported the pocket has been showing signs of accumulation of fluid in the pocket for the previous few weeks. A follow up report will be sent when additional info is received.